Manufacturer narrative:
The guide wire was received at csi for device analysis. Although it was reported that the spring tip fragment was sent to csi for investigation, it could not be located in the packaging. Visual examination confirmed the guide wire was fractured. There was no other damage observed with the guide wire. Scanning electron microscopy analysis revealed rotational and torsion marks on the fracture face, indicating torsional forces were applied to the wire. This finding was consistent with the oad spinning into the spring tip. At the conclusion of the device investigation analysis, the reported event was partially confirmed. It could not be confirmed that the device was stuck on wire as the oad was not returned for analysis, and the spring tip fragment could not be located in the packaging. However it was confirmed that the guide wire had fractured. The root cause of the oad making contact with the spring tip was determined to be user error. The diamondback coronary orbital atherectomy system instructions for use warns: do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID#: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of a 90% stenosed and slightly tortuous lesion, located in the right coronary artery (rca). Access was obtained via the femoral site. As the oad was advanced towards the lesion, a guide catheter appeared to move backwards, and the viperwire guide wire was inadvertently retracted back, to the proximal side of the rca. It appeared that the oad came into contact with the spring tip of the wire. The wire was unable to be re-positioned distal to the rca, as the oad and wire moved together. The spring tip of the guide wire had fractured. Two guide wires were used to retrieve the fragment, but were unsuccessful, and the fragment moved distally into a bifurcation of the rca. The proximal lesion of the rca was treated with balloon angioplasty and stent placement. After treatment the fragment was retrieved with the use of a snare.